Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an osteotomy procedure, the blade broke at the cutting end. It was further reported there was a delay of less than 5 minutes to obtain a replacement blade as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during an osteotomy procedure, the blade broke at the cutting end. It was further reported there was a delay of less than 5 minutes to obtain a replacement blade as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.